Event description:
Ous MDR - after an implant duration of about 80 months, it was reported that the device could not be interrogated. No adverse pt side effects have been reported. The device was explanted.